Event description:
It was reported to nova biomedical that a consumer received a result in the 200's mg/dl on their blood glucose meter. The consumer received high result throughout the day and on the advice of his physician the consumer went to the hospital. While in the emergency room, his blood glucose reading on the hospital's unknown brand meter was 139 mg/dl. No medical intervention was required. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use. While troubleshooting, a control solution test was performed which showed the strips to be out of range. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.